Manufacturer narrative:
(B)(6). Results: bd had not received samples, but one photograph was provided by the customer facility for investigation. The photograph was evaluated and the customer's indicated failure mode of missing label with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while removing a 13x100 mm 5.0 ml bd vacutainer® plus plastic sst tube gold bd hemogard¿ closure from packaging, a missing label was noticed. There was no report of serious injury or medical intervention reported.